Event description:
Procedure: low anterior resection double staple. According to the reporter: when fired across rectum, the instrument made a cracking noise and produced no staples. The cartridge was released from tissue with no damage but could not be removed from the stapler. The surgeon resected tissue and sutured manually.

Manufacturer narrative:
Initial report sent to FDA on 08/06/2008.